Manufacturer narrative:
(B)(6). A zero tip retrieval basket was returned for analysis. A visual analysis of the returned device found that the sheath is bent/curved in several locations at the distal end, also it is buckled approximately at 49cm from the distal end. After the device was disassembled it was observed that the distal section of the device (basket wires) was detached/separated from splice cannula and pull wire/mandrel, the splice cannula has the crimp marks which indicates that the device was properly crimped during manufacturing. The splice cannula is also slightly bent. A functional evaluation found that when the handle was actuated the basket did not extend, therefore the device was disassembled and it was observed that the distal section of the device (basket wires) was detached/separated from splice cannula and pull wire/mandrel, the distal section was not returned for analysis. It is the most likely that the device could have been excessively manipulated since the failures found are issues that could have been generated by excessive manipulation of the device by the user or excess of force applied to the product during the use of the device, excess of force can cause damages or deformities as shown on the returned device. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-02255 for the other associated device information. It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the kidney during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cage would not grab the stone. The basket wire broke. It was reported that the broken wire was still attached at the end of the basket assembly. A second zero tip¿ basket was used and the same failure of the wire breaking was encountered. The procedure was completed with another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; basket detached.